Manufacturer narrative:
Customer will not return the device to us, we therefore will not be able to send it to the manufacturing site for investigation for further evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a laparoscopic procedure on (B)(6) 2025, the device had a 322 error message. They were able to complete the procedure with a back-up unit, without any patient impact. However this issue caused a delay to the procedure for about 15 minutes.

Manufacturer narrative:
Correction is provided in section g2. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The device was not returned to the manufacturer for inspection. Therefore, physical technical inspection is not possible. However, according to the reported error code 322 the cause of the failure can be determined to a defect of the pressure sensor. Due to an electronic component defect, the unit went into a safe state and is no longer controlable. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint ID (B)(4).